Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A visual inspection of the returned device found that it was not returned in its original packaging. The device was not returned with the anchor or sutures. There are two curved needles in a cup with the device. The shaft of the device shows signs of use. The loose needles have debris on them. The needles do not show signs of damage and the crimps where the suture attached are intact. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was confirmed. Factors that could have contributed to the reported event include the use of excessive force on the device or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, after introduce the anchor of the twinfix (when retrieving the threads with needles), 3 threads out of 4 became loose right away. The anchor was left in place in the patient. The procedure was completed with the same device. It is unknown if there was a delay. No other complications were reported.